Manufacturer narrative:
(B) (4).

Event description:
The pt slipped on ice and fell. Afterward, the pt felt no stimulation sensation despite turning the therapy amplitude to 4.9 volts. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.